Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at routine follow-up with a pacing threshold of 2.5 v in bipolar configuration. The lead was then checked in unipolar configuration and in-range pace impedances were observed in addition to pacing thresholds of 0.7 v. The device was programmed to unipolar configuration. It was reported that the patient is not pacemaker dependent and no adverse patient effects were observed.